Event description:
Caller reported compact plus system blood glucose result of 199, professional system result of 90 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Sclerosis at the coronary arteries, calcification at the aortic bioprosthesis which affects 3 cusps, most visible calcification was found at the regions close to the ring or stent of the prosthesis. The valve was 2003 implanted and explanted in 2009. It was replaced by new aortic magna perimount valve, and one mitral annuloplasty with edwards physio 2 ring 28mm.

Manufacturer narrative:
In 2010, the device was received for evaluation and the operative report was provided; however, it is not in english. The device has been evaluated and a request has been made to have device dismantled to gain the serial number for DHR review. Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. Minimal to moderate calcification is detected in the free margins of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue, at both aspect, and into the orifice by the greatest distance of approximately 2-3mm. Host tissue is moderate at the stent outflow and the stent inflow. The wireform is exposed at commissure 1 at the outflow aspect. The x-ray demonstrates calcification.

Manufacturer narrative:
The explant was learned from a visit of the sales rep in the hospital where she was given the valve and the operative report. The implant duration is calculated using 2003 as the implant date and 2009 as the explant date for a minimum 66.7 months implant duration. On 11/19/2009 requested cer and operative report, serial number, aer or any other information to assist in completing this file. No DHR can be done as the serial number was not reported. This was determined reportable to FDA per edwards lifesciences procedures. Device to be returned for evaluation. Customer letter was requested. Device not received for evaluation.